Manufacturer narrative:
The reported event of the vf therapy assurance (vfta) algorithm delivering a shock was confirmed. Based on the information provided, it was determined that the algorithm detected under-sensing and delivered a shock. The device is performing per design.

Manufacturer narrative:
Further information was requested but not received.

Event description:
The patient presented in-clinic after receiving inappropriate shocks resulting in pain and discomfort. Upon investigation, episodes of oversensing were observed on the device. The device was reprogrammed to avoid any further episodes of inappropriate therapy. The patient was in stable condition.